Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and thrombosis are listed in the xience alpine, everolimus eluting coronary stent system, instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending (lad) coronary artery with a 3.50 x 28 mm xience alpine stent delivery system (sds). The stent was successfully deployed in the target lesion. Approximately 25 minutes post procedure, the patient developed chest pain. An electrocardiogram (EKG) was performed and soon after, in stent thrombosis was observed. Another xience alpine stent was deployed to treat the thrombosis. There was no clinically significant delay in the procedure. No additional information was provided.